Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It should be noted that the instructions for use (IFU), states: the starclose se vascular closure system is indicated for the percutaneous closure of common femoral artery access sites while reducing times to hemostasis, ambulation, and dischargeability in patients who have undergone diagnostic endovascular catheterization procedures utilizing a 5f or 6f procedural sheath. In this case, it is possible that incorrect positioning of device due to the IFU deviation resulted in the failure to achieve hemostasis. The investigation determined the reported difficulties appear to be related to user error; however, the patient effect and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of a the right common femoral artery was attempted using a starclose se device with a 8f sheath after an interventional procedure. Reportedly, the starclose se device failed because the sheath size was too big. Manual compression was being performed; however, the patient started to develop a pseudoaneurysm and the physician performed a cut-down and sutured the site closed. The patient was anti-coagulated. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.